Event description:
Upon reassessment of the reported event it was determined that this product should be reported under (B)(4) MFR 9613350. The initial report submitted needs to be voided.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this product should be reported under (B)(4) MFR 9613350. The initial report submitted needs to be voided.

Manufacturer narrative:
(B)(4). Initial surgery: (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to liner fracture approximately 5 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.